Manufacturer narrative:
Five devices were returned and evaluated. The evaluation results are as follows: five devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that the needle button popped out before 24 hour period. The patient indicated that this happened after 2 hours. The patient mentioned that this happened with 5 v-gos from same box. The patient indicated that he wears the v-go on his abdomen. The patient confirmed that the needle release button was no pressed by error.